Event description:
A pt with known diabetes was presented to the ER with hyperglycemia. The device used to check the glucose level read 600 mg/dl. The pt received regular and lantus insulin and coded. The pt's glucose was then 5 mg/dl and then 15 mg/dl. An rn pushed d50 and glucagon im and then the glucose level was 200 mg/dl. It is unknown if controls were used on the device. The device was replaced and requested to be returned for eval.